Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening on anterior, creases fold, observed 40 mm dark patch edge material inside gel device, and wear abrasion. The device was underweight. A microscopic analysis was performed which identified: a crease sharp opening on anterior and stress marks. Based on the device analysis the final assessment is a sharp crease opening on the anterior assessed as a fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. Reoperation has not been scheduled at this time.

Event description:
Patient reported right side rupture per ultrasound and joint pain. The device remains implanted.